Event description:
Manufacturer ref. #: 267989.

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our field service engineer confirmed that the pressure transducer printed circuit boards (pcb) were faulty and needed to be replaced. It was later informed that both pressure transducer pcb (inspiratory and expiratory) were replaced together and retained by the customer. No further information has been received. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for high or low positive end expiratory pressure (peep). A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported pre-use check failures were caused by faulty pressure transducers and that they were replaced. As no goods were returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).